Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The investigation for this event has not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
A healthcare professional reported the way they planned it the platform was 3-4mm supracrestal we had to switch to shorter implant for restorability. The device was forwarded to the manufacturer. No other medical issues were reported.